Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient did not think that their stimulator was working. According to the caller they would increase stimulation and the patient could feel it working like it's supposed to and then all of a sudden it "just flat quits" and the patient does not feel stimulation anymore. The caller indicated that it was different than becoming accustom to stimulation sensation and that they tried changing the patient programmer (pp) batteries, but it still happens. The patient indicated that they had a loss of control of their target urinary symptoms and they had been having more utis as well. The patient felt that the ins was supposed to help with the utis as well. When asked about program changes the patient indicated that they had tried different programs and stimulation adjustments. The caller indicated that the patient tried turning one program up high around 6.0, but the patient could not feel anything and also tried another program last month and it "just about shocked her to death" which was confirmed to be describing overstimulation. During the call stimulation was confirmed to be turned on and the patient was set to 1.7 on program 3, but the patient did not feel stimulation. The patient was assisted with changing to 1.8 on program 1, but still did not feel stimulation. The caller was then assisted with increasing to 5.0 and confirmed that they were feeling stimulation, but they were feeling stimulation at the implant site. The caller was assisted with changing to 2.3 on program 2, but again was not feeling stimulation. When stimulation was increased to 3.9 the patient again felt stimulation at the implant site and encountered the upper limit reached message when trying to increase to 4.0. The patient then changed back to program 3 and increased to 2.1 where the patient felt stimulation lower down towards the pelvic floor area. The patient was advised to try 2.1 on program 3 for the time being and contact their healthcare provider (hcp) regarding the other stimulation issues. The patient indicated that the issues were sudden in nature and patient status is unknown at the time of this report. There were no further complication reported or anticipated.